Event description:
It was reported to boston scientific corporation that a mantis clip device was used during a procedure performed on (B)(6) 2024. The anatomical location is unknown. During the procedure, the tip was bent. The procedure was completed with another mantis clip device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an unknown procedure and an unknown location. Block h11: investigation results: the returned mantis clip device was analyzed, and a visual evaluation noted that the device returned with the clip assembly attached and without any visible problem. No other problems with the device were noted. The reported event of clip prematurely deployed was not confirmed. Investigation found that the device returned with the clip still attached and was able to open and close its arms without any problems, this problem might be because the physician didn't notice that it was a mantis clip and this type of clip has bigger arms, so they seem to be that they are not synchronized but that's their normal position. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an unknown procedure and an unknown location.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used during a procedure performed on (B)(6) 2024. The anatomical location is unknown. During the procedure, the tip was bent. The procedure was completed with another mantis clip device. There were no patient complications have been reported as a result of this event.